Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). The initial inspection and examination under magnification of the returned embotrap ii device showed evidence of damage and deformation to the nitinol shaft at 365mm from the tip of the device. No other damage was observed on the returned device. The visual inspection also confirmed that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joint complete and undamaged. The returned embotrap ii device was successfully passed through a 0.0195" tube, confirming that the profile conforms to the specification for compatibility with 0.021" microcatheters. It was reported that during the procedure, the stent was "impeded in the distal end of the microcatheter" and "could not pass through the microcatheter". A review of the manufacturing documentation associated with lot 22c234av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A device insertion and delivery assessment was performed using the returned embotrap ii device and a sample trevo trak 21 microcatheter. The returned embotrap ii was successfully inserted and delivered to the distal tip of the sample microcatheter. Despite the kink on the shaft of the returned embotrap ii device, functional testing on the returned unit demonstrated that the device could be successfully inserted and delivered through the sample microcatheter. Therefore, the complaint event is not confirmed. The kink on the shaft of the returned embotrap ii is not likely the cause of the impediment in the microcatheter experienced by the physician but might be the result of advancement of the embotrap ii against an obstruction/kink/collapse of the microcatheter. As the microcatheter used in the procedure was not returned, further examination to determine possible/contributing cause was not possible. The root cause of the failure to advance the embotrap ii device through the entire microcatheter could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that an embotrap ii 5x33 revasc. Dev. (Et007533/22c234av) and a prowler select plus 150/5cm (606s255x/ 31108274) was used for a thrombectomy procedure. During the procedure, the user reported embotrap - impediment in microcatheter with loss of cerebral target position, kinking of the embotrap shaft, and prowler select plus - obstruction-in patient with loss of microcatheter cerebral target position and body/shaft kink/bent while in patient. During the events, a thromboembolism was observed. The event was reported as such, ¿impeded& kinked/bent. It was reported that during procedure, when delivering the microcatheter to the target site, the microcatheter encountered some resistance in the patient. The physician retracted the microcatheter and managed delivering the microcatheter to the vicinity of the target site and then started to deliver the stent into the microcatheter. The stent was impeded at the distal end of the microcatheter and could not pass through the microcatheter. The physician removed the microcatheter and stent from the patient. The delivery wire and microcrater were found be to kinked/bent. Thrombus was also found to run into the distal branch vessel and occluded the vessel. The physician switched new devices (both are other brands) to complete the surgery. The procedure was prolonged about 10 minutes.¿ patient outcome is unknown. No further information was made available at the time of this review. Additional information was received on 07-apr-2024. Summary: per the information, the location of target lesion was the middle cerebral artery (mca). The patient¿s outcome was said to be ¿good recovery.¿ the 10-minute prolonged surgery was not considered to be clinically significant. Regarding what the physician thinks may have caused or contributed to thrombosis; it was said ¿possibly no balloon used for flow closure.¿ it is unknown if or how the event was treated, as this information was ¿unobtainable.¿ the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The technique used to hold the insertion tool in position during advancement of the device was ¿locking y-valve.¿ the device was flushed without difficulty. Regarding how many passes were made to attempt to retrieve the clot, it was said, ¿retrieval stent advancement obstructed, and cannot make to retrieve the clot.¿ there was no evidence of physical material within the devices.

Manufacturer narrative:
Product complaint (B)(4) section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Impediment in microcatheter with loss of cerebral target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, ischemia, or infarct, and/or the need for additional intervention. As for embotrap- kinked, there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. In this case, the events may have contributed to a thromboembolism. The severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00405.